Manufacturer narrative:
Device was not fully explanted during the revision procedure on (B)(6) 2015. Fragments remain in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: two possible lot numbers have been provided: 8194926 or 8521323; lot #: 8521323 -- expiry date: 01.jul.2023; lot #: 8194926 - expiry date: 01.nov.2022. Lot #: 8521323 -- manufacturing date: 16.jul.2013; lot #: 8194926 -- manufacturing date: 14.dec.2012. DHR review for both lots were performed ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6).

Manufacturer narrative:
Device history record reviews were also completed on the two associated non-sterile lots: 8148581 ((B)(4)) was released november 2, 2012 and 8480391 ((B)(4)) was released july 17, 2013. Both non-sterile lots were manufactured in (B)(4) with no non-conformance reports generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing investigation evaluation: the measurable dimensions of the schanz screw fragment were, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing papers showed, for both possible lot numbers 8194926 ((B)(4)) and 8521323 ((B)(4)), no deviations regarding, dimensions, material analysis, strength and structural stability were identified. The values were in compliance with ao/asif specifications and with the international standards. The fracture face is homogenous, which indicates material conformity as well. No product fault could be detected. The lot 8194926 ((B)(4)) was manufactured with a lot size of (B)(4) pieces in december, 2012 and the lot 8521323 ((B)(4)) was manufactured with a lot size of (B)(4) pieces in july, 2013. Based on the provided information, it is not possible to determine the exact cause of this breakage. It is likely that any occurrence during the healing process (e.g. Non-union, delayed union, overloading or a combination of different factors) did lead to a fatigue failure. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided: screw was returned to the manufacturer; part and lot were not readable on device. Received a broken screw; head and tip of screw is missing.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Event description:
The reported screw had been implanted applying with uss fracture system for the treatment for l1 burst fracture on (B)(6) 2014, fixing region between th12-l2. It was reported that postoperative breakage of the reported screw occurred. The removal surgery of the reported screw took place on (B)(6) 2015 and some broken pieces remained at the right pedicle of l2 region in the patient. This complaint involves 1 part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes ¿ mni, mnh, kwp, kwq without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.